Event description:
The mechanical cardiac support coordinator reported that the previous night the patient had to switch out the controller since only one power source (power source 1) was recognized by the controller. Several batteries were attached; however, it would not recognize any of them although the connections were secure. The controller was exchanged without any problem. There was no effect on the patient. A new back-up controller was given to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had to switch out the controller since only one power source was recognized by the controller. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. Log file analysis revealed several occurrences of premature switching events, this was an incidental finding. The root cause of the reported "poor mechanical connection" could not be conclusively determined because controller's physical connections were in working order. The root cause for the incidental power switching events observed can be attributed to communication error between the controller and battery. Z-1917-2015. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received by (B)(4) 2014). Controller - (B)(4) - 1407ca - expiry date: 01/31/15. (B)(4).

Manufacturer narrative:
(B)(4) : manufacturing date: 2014-01. The controller was received by heartware on (B)(4) 2014. (B)(4) : the controller passed external visual inspection and functional testing. Review of the log files revealed several occurrences of premature switching events. This failure is most likely due to a communication anomaly between battery and controller. Heartware has initiated an internal investigation to further evaluate this issue. However the event could not be duplicated at the bench level.

Manufacturer narrative:
The pump, which is used for treatment, remains implanted. It was reported that the controller is being returned; however, it has not been received. A review of the incoming inspection records for the involved controller indicated there were no non-conformances. The unit met all the internal requirements prior to its qa release process. With review of the device history records there is no evidence that the manufacturing process was a contributory factor to the reported event.